Manufacturer narrative:
The device has returned for analysis, without any previous reported allegation against it. Upon receipt at our post market quality assurance laboratory, the dilator was tested and passed the flushing test (pre and post decontamination). Next, during visual inspection, it was noted that the distal end of the dilator showed visible damage (a separation at the taper). Furthermore, based on the investigation of the device, there was no evidence found to indicate a manufacturing or design-related issue. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'prior to use of the versacross connect transseptal dilator, the device should be carefully examined for damage or defects, as should all equipment used in the procedure. Do not use defective equipment.' The IFU also has a precaution regarding use of excessive force: "if resistance is encountered, do not use excessive force to advance or withdraw the versacross rf wire or versacross connect transseptal dilator.'

Event description:
The versacross dilator from a versacross connect access solution for faradrive was returned with no reported device allegations or patient complications. However, the analysis of the dilator revealed that there was visible damage to the dilator distal end.